Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels approximately 1 month ago; however, no specific levels were provided. Reportedly, customer returned to pump therapy after taking a break from the pump, and stated that their bg levels elevated. Customer stated that they discontinued use of the pump and reverted to insulin injections for diabetes management. Customer reinstated use of the pump again on (B)(6) 2016 and reported that their bg levels had been on target for the 2-3 hours since reinstating use. Recommendation was made to consult with health care provider to discuss diabetes management.